Manufacturer narrative:
(B)(4) method: the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in united states, where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. Our investigation is based on the information provided by the f&p service technician, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: during inspection of the subject device, it was found that the manometer needle was not working as intended, confirming the reported malfunction. Conclusion: we are unable to determine the exact cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in idaho reported that the manometer needle of a rd900aeu neopuff infant resuscitator does not move as intended. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the manometer needle of a rd900aeu neopuff infant resuscitator does not move as intended. There was no reported patient consequence.

Event description:
A healthcare facility in idaho reported that the manometer needle of a rd900aeu neopuff infant resuscitator does not move as intended. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the manometer of the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance tested. Our investigation is thus based on the evaluation of the subject manometer, information provided by the healthcare facility, and our knowledge of the product. Results: the subject manometer passed the performance test. A slight delay with the needle movement was observed. Conclusion: the slow needle movement was caused by an overtightened calibration screw in the rotary shaft, which restricted its downward rotation and delayed needle response. Each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production.